Manufacturer narrative:
The following device was also listed in this report: simplex p cement; cat# unknown; lot# unknown. It cannot be determined if this device may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 3 of 6, distal femoral arthroplasty revised due to infection. The bone joint article "long-term follow-up of custom cross-pin fixation of 56 tumour endoprosthesis stems" cites 6 constructs were revised due to infection. No further details are available.